Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the customer implanted a gamma3 nail with a u-blade shs in a patient. This (u-blade) is broken in the patient. After the surgeon has removed the nail again, the patient requests an examination of the implant." Additional information received through the x-rays: the lag screw of the u-blade set is broken in the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: from technical point the received u-blade lag screw was found to be broken from approximately second winding from the base. External sem examination identified typical signs of a fatigue fracture. The incipient crack had its origin in the transition from minor diameter to the thread flank. From medical point of view and with available information no safe conclusion was possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The above investigation confirms the breakage of the lag screw in a fatigue manner, with the fracture initiating from one of the windings. However, the real root cause for the initiation of the fracture could not be determined. An non conformity report for the further evaluation of the breakage has been initiated. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the customer implanted a gamma3 nail with a u-blade shs in a patient. This (u-blade) is broken in the patient. After the surgeon has removed the nail again, the patient requests an examination of the implant." Additional information received through the x-rays: the lag screw of the u-blade set is broken in the patient.